Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: three used cartridges were returned in an opened pouch for the reported lot#. Viscoelastic was observed in the three cartridges. All three have evidence of placement into a handpiece. All three exhibit damage on the right side of the tip. The cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat; coating disruption on the right side at the damaged areas. Associated products were not provided. It is unknown if a qualified lens, handpiece and viscoelastic were used. The root cause for the reported complaint could not be determined. Based on the review of the returned used the cartridges, the reported foreign material was most likely internal coating material from the cartridge tip. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been three other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4),

Event description:
A physician reported that during cataract extractions with intraocular lens (iol) implant procedures, a white (like sticky thread) was found at the right side (edge) of the optic of the lenses after using the cartridges, all from the same lot. The foreign substance was not removed through irrigation & aspiration but the surgeries were completed with no injury to the patients. There was no adverse events reported. In addition, the substance was not observed when the iols were in the lens case so the physician suspects that the foreign substance was from the cartridges. No further information is expected as the facility has declined to provide patient information and iol information.